Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time.

Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014 inratio 1.2, repeat inratio 2.7; 3 hours between tests. On (B)(6) 2014, inratio 2.7, 1 minute after test result of 2.7. Pt's therapeutic range 2.2 - 2.8. No reported adverse pt sequela. Customer reported multiple fingersticks were performed on the same finger and unable to obtain sufficient blood sample. No add'l info provided.